Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported the device was explanted due to erosion and infection was discovered when the erosion was being addressed. The left ventricular lead was successfully tunneled from the left pocket to the right pocket. It is unknown if the infection was device related. The leads were also explanted. A wound and blood culture were performed and the results all came back negative. There were no complications during and after the procedure.